Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink vented set was unable to connect to the port of a primary line because the screw cap was molded to the connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer elaborated that the luer cap is generally mobile in order to be screwed onto the connector. In this event the cap is unable to be moved and appears to be attached by extra hard plastic to the tubing. The cap was physically adhered to the tubing. The event occurred during set up. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspections were performed. It was identified that the luer would not turn. Upon closer inspection it was found that solvent under the ears of the luer bonded the collar to the shaft of the luer. The cause could not be determined. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.